Manufacturer narrative:
The reported event of noise oversensing was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impressions. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing which resulted in pacing inhibition. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise. Both rv and ra were explanted on (B)(6) 2025. No adverse patient effects were reported.